Event description:
It was reported by an anonymous customer that the pump "was not working properly." As there was no contact information provided, tandem technical support was unable to obtain additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.